Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that following a spaceoar placement the patient experienced urinary symptoms, accompanied by fever. Additionally, the patient had difficult bowel movements and pain. The patient had never experienced any bowel movement issues or constipation prior to the procedure, until approximately 3-4 days after the procedure. The patient was treated with dulcolax before a routine follow-up on august 5, 2024. Fever was present on the same day and experienced the sensation of "razor blades when urinating." The patient continued to have hard and painful bowel movements. Antibiotics were prescribed, and a urinary culture was performed which the results were negative. A follow-up computerized tomography scan confirmed that the hydrogel was correctly positioned.